Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an output and telemetry anomaly. A ventricular impedance of >1990 ohms was also reported.~~~~~~~~